Event description:
Rptr complains of fibromyalgia, intolerance to medications, estrogen and progesterone, chronic fatigue, anxiety and panic disorder, post-traumatic stress disorder due to medicine reaction, numbness and tingling in hands and feet, sensitivity to cold, rashes on chest and abdomen, dry nose, hair loss, night sweats, spider angiomas, sleep problems, loss of balance and memory, and vision problems.